Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 496, 465, 388, and 380mg/dl. The customer's expected fasting blood glucose test result range is 140 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 217 and 213mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6). All results are fasting including the back to back readings.